Event description:
On (B)(6) 2010, pt reported paramedics were called on (B)(6) 2010. Pt was incoherent and unresponsive in a parking lot. A passerby called an ambulance for pt. Pt did not lose consciousness. Blood glucose was 37 mg/dl, and pt was administered "sugar drip" in the ambulance. Pt was not taken to the hospital, at her request. Blood glucose returned to normal levels. Insulin cartridge was in use for 1-2 weeks. Time, date and basal rates were programmed correctly. Infusion device buttons were functioning as intended. Pt did not complete prime with infusion set connected to her body. Pt did not consume alcohol and there were no lifestyle changes. Infusion device was not dropped, cracked or exposed to liquid. Infusion device was replaced and requested for evaluation. Several attempts were made to reach pt for additional information and these were unsuccessful.